Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgery after which the ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Event description:
Additional information received that ipg was deemed inoperable.